Event description:
The pt was implanted with a left ventricular assist device. An (B)(4) report was received which indicated "during battery change, device flow stopped for 15 minutes due to pt using uncharged battery."

Manufacturer narrative:
The attached user facility report: (B)(4) was received from the (B)(4). No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.